Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Unstable right hip hemiarthroplasty with recurrent dislocation.

Manufacturer narrative:
An event regarding dislocation involving an unknown accolade stem was reported. The event was confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: the primary harm involved is recurrent instability and prosthetic component dissociation. Reasons for recurrent instability in total hip arthroplasty are multifactorial and it is unlikely in the series of events described above to be attributable to component design and/or manufacturing. The patient suffered from dementia indicating normal protective mechanisms for the components were not in place. Operative records also indicate inappropriate component positioning potentially due to shifting during the healing process. This malpositioning contributed to impingement of the femoral neck on the periphery of the constrained liner. Impingement of the femoral neck on the cup periphery can result in levering and instability. Both instability and impingement are primarily related to femoral and acetabular component positioning as well as surgical technique. The patients dementia and inability to comprehend and comply with protective measures undoubtedly also played a role in the recurrent instability. A complete medical assessment could not be performed as surgical implant records, pre and post op x-rays from the index and revision surgeries and outpatient office/clinic notes are required. Conclusions: the exact cause of the reported dislocation could not be determined because surgical implant records, pre and post op x rays from the index and revision surgeries and outpatient office/clinic notes are required. If devices and / or additional information becomes available, this investigation will be reopened.

Event description:
Unstable right hip hemiarthroplasty with recurrent dislocation.